Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2008 the patient underwent intervertebral disc disorder with myelopathy, cervical region due to cervicalgia. The patient presented with preoperative diagnosis : cervical herniated nucleus pulposus at c5-6 with radiculopathy. The patient underwent the following operation: anterior cervical diskectomy at c5-6. Anterior cervical fusion at c5-6. 3. Placement of a peek cage at c5-6 with 0.7 mg of bmp (extra-extra small). Anterior cervical plating with anterior cervical plate. Local autologous bone grafting. Per-op notes: packed a peek cage with bmp. This was an extra-extra small,0.7 mg, packed into the peek cage. Surgeon placed it in, put bone wax over the small peek cage hole. (B)(6) 2008 the patient discharged from hospital. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2